Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported that the patient was implanted an unknown hip implant on (B)(6) 2005. The patient had various health problems caused by cobalt chromium debris. No information whether a revision surgery is planned or not. The date of the event is unknown.

Manufacturer narrative:
Additional: if follow-up, what type? Updates: date received by MFR, type of reports, evaluation codes, additional MFR narrative. As the case at hand is a legal claim it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand. However, based on the available information the investigation is conducted with outcome as follows. The patient is pursuing a product liability claim. It was reported that the patient was implanted an unknown hip implant on (B)(6) 2005. The patient had various health problems caused by cobalt chromium debris. It is currently unknown, whether a revision surgery is planned or not. As no lot numbers were provided for the devices, the device history records could not be reviewed. No trend analysis performed since no reference number is available. Neither x-rays, operative notes, office visit notes, nor devices were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).